Event description:
Customer reported having high blood glucose. She also reported changing her site and observing bent cannulas. The customer's blood glucose was 500 mg/dl. She stated she had treated her blood glucose with a bolus. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.